Event description:
Left breast implant ruptured and was replaced by saline implant. Later pt had saline implant placed in right breast for symmetry. Ten years later a tumor was found in right breast and was biopsied. Biopsy showed a silicone mastitis granuloma. The breast is leaking fluid and since pt has had previous experience with handling of raw silicone for breast forms they believe what is leaking is silicone. They had developed a lichen, lanus on their hands from the breast forms and now has a rash under breast where silicone is leaking. Pt wonders how they have a silicone tumor in the breast they never had a silicone implant in.